Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that noise was noted on the electrograms on the atrial channel. It was also noted that the lead impedance showed varied lead measurements. Recommended to check the lead integrity for competitor atrial lead damage. The device remained implanted.